Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pigtail catheter was placed in the aortic root and left ventricle to measure pressure. Peak transvalvular pressure measurements difference was less tan 20 millimeters of mercury (mmhg) with average pressure difference of 10 mmhg. The operator adjusted the position of the pigtail catheter several times, and after zeroing calibration, the transvalvular pressure difference was always less than 20mmhg. After evaluation with the physician was decided to stop the procedure and the patient returned to the ward after suturing. No patient complications have been reported as a result of this event. Additional information was received indicating that the average pressure difference of the patient measured during the procedure was 9 mmhg. According to the physician, the patient's mitral valve was ruled out as a contributing factor to the elevated gradient, and the pre-operative diagnosis of aortic valve stenosis was caused by valve ring calcification. Additionally, it was confirmed that a valve was not implanted in the patient, and the transcatheter aortic valve replacement (tavr) procedure was cancelled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-envpro-16-us (lot: 0012268501); product type: 0195-heart valves; implant date (B)(6) 2024; explant date (B)(6) 2024. Section d references the main component of the system. Other medical products in use during the event include: brand name enveo pro delivery system; product ID envpro-16-us (lot: 0012268500); product type: 0195-heart valves; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pigtail catheter was placed in the aortic root and left ventricle to measure pressure. Peak transvalvular pressure measurements difference was less tan 20 millimeters of mercury (mmhg) with average pressure difference of 10 mmhg. The operator adjusted the position of the pigtail catheter several times, and after zeroing calibration, the transvalvular pressure difference was always less than 20mmhg. After evaluation with the physician was decided to stop the procedure and the patient returned to the ward after suturing. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that the delivery catheter system was never inserted into the patient.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.